Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: there were unexplained pump reboot events observed in the pump's black box history. The returned battery cap secured to the pump and maintained an electrical connection. The battery cap contact width measurements were found to be out of the required specifications. The battery compartment was found to be cracked below the bumper pad. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring.